Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The explanting surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a posterior repair and anterior repair with transobturator sling procedure performed on (B)(6) 2016 for the treatment of grade 2 - rectocele ans cystocele, grade - 1 prolapse and mixed incontinence. Reportedly, the patient tolerated the procedure and was taken to the recovery room in a stable condition. Following implantation, the patient developed rectocele, frequent urination, urge incontinence, and erosion of synthetic vaginal mesh and permanent suture on the anterior wall. As a result, the patient had posterior repair, cystoscopy, permanent suture removal, and excision of synthetic vaginal mesh on (B)(6) 2018. A permanent suture and a little bit of synthetic vaginal mesh were discovered on the anterior vaginal wall while the patient was under anesthesia for the examination. A 15-blade scalpel was utilized to incise next to this erosion after a local anesthetic injection. The mucosa at this area of erosion was removed using metzenbaum scissors. The surgeon cut the mesh directly connected to the permanent suture and removed it. Under the vaginal mucosa, there was yet further mesh. Pathology received the mesh and the permanent suture. The surgeon then focused on the rectocele and positioned an allis clamp at the vaginal introitus. A 15-blade scalpel was used to produce a pyramid-shaped skin incision above the perineal body after administering local anesthesia. Metzenbaum scissors were then used to dissect along the posterior vaginal wall up to the level of the vaginal apex. The endopelvic fascia was removed bilaterally. The endopelvic fascia was reapproximated at the midline using interrupted 2-0 vicryl sutures while one finger was positioned in the rectum. A subcuticular 3-0 vicryl suture was used to seal the overlaying mucosa after the perineal body was reapproximated using 2-0 vicryl sutures. Then, the foley catheter was taken out. A cystoscopy was done. It was observed that bladder function was within normal bounds. No areas of mesh or other sutures were found to be eroding inside the bladder. The bladder was observed to be within normal limits during a urethroscopy. During cystoscopy, bilateral ureteral outflow of urine was established. After that, the bladder was drained. The bladder was cleaned of a cystoscope. The foley catheter was switched out once more. The treatment was completed with the placement of moistened vaginal packing. The patient was reportedly transported to a recovery room in a stable state.